Event description:
It was reported that the yellow lucent part onto the top of the pulsavac intramedullary brush tip was broken when the package was opened. Add'l clinical f/u with the hospital indicated that the yellow im tip was found to be broken inside of the sterile package when it was opened onto the sterile field, it was not used for the procedure. An available, alternate im tip was obtained for procedure use. At the end of the procedure, the room staff was unable to find the tip. Add'l info was requested regarding possible entry of tip into surgical site, and the response was that the staff had not been concerned this was the case, no x-ray was ordered for possible foreign body and no incident report was filed. They felt it was lost during table tear-down, and were unable to locate it to return product.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the investigation is complete.